Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was planned to be explanted from the patient's left eye due to a refractive surprise. Through follow-up, it was learned the lens was explanted from the patient's left eye. The lens was discarded. There was no vitrectomy, incision enlargement or sutures required. There was no patient injury. Another johnson & johnson lens (different model and diopter) was successfully implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.